Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the polarx balloon. The polarx device was then leak tested and passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wire was found to be damaged with a loop present. It is likely the shifted inner balloon blood detect wire that is observed to be overlapping on itself triggered a blood detect error after coming into contact with itself. The shrink wrap for the wire appears to have shifted distally and applied inadequately. The heats shrink was able to be moved with minimal force. This likely led to the blood detect wire being able to move around freely which created the loop triggering the false blood detection error.

Event description:
It was reported that during a cryo procedure the crbs polarx fit balloon cath st ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter occurred during lipv cooling. The cryo cable and the catheter were replaced, and the procedure was completed successfully. It is unknown if blood was visible inside the catheter after error occurred. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo procedure the crbs polarx fit balloon cath st ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter occurred during lipv cooling. The cryo cable and the catheter were replaced, and the procedure was completed successfully. It is unknown if blood was visible inside the catheter after error occurred. No patient complications were reported. The device is expected to be returned.